Event description:
A power source alert 07 was reported by the customer. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific information. The customer resolved the issue by using the tandem charging cable and wall adaptor, leaving the adaptor plugged into a working outlet for at least 30 minutes, which enabled the pump to begin charging. No further assistance was required.